Manufacturer narrative:
A visual and dimensional inspection were performed on the returned guide wire. The reported difficult to advance, difficult to remove and device damaged by another device were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult to advance, difficult to remove and device damaged by another device appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified bifurcated lesion. During the procedure a non-abbott stent got tangled with an unspecified balloon and a hi-torque 014 balance middle weight hydro guide wire. Consequently, the guide wire became damaged. No additional information was provided.